Manufacturer narrative:
This report is submitted on december 15, 2023.

Event description:
Per the clinic, the patient developed wound dehiscence over the implant magnet site (specific date not reported). The implanted device remains.